Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or patient injury. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per unofficial legal claim cover letter & implant op report: on (B)(6) 2001 - patient underwent a transabdominal mesh colpopexy with implant of a bard/davol flat mesh for a complete vaginal prolapse. Per the implant op report details, "a 1 cm strip of bard mesh was then pulled through the retroperitoneal tract to the vaginal cuff. This was done bilaterally." On (B)(6) 2009 - patient underwent a rectocele and enterocele repair with implant of a non bard/davol mesh. The attorney alleges the patient experienced an unspecified adverse outcome associated to the use of the device.